Event description:
A malfunction on the pump was reported by the caller, who noted no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, and they understood and agreed to continue their insulin regimen independently.